Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial#(B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4) date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 2.6 mg/day and unknown morphine 15 mg/ml at 4 mg/day via an implanted pump. It was reported the catheter was revised on (B)(6) 2022 and the proximal portion remained implanted and working. It was further reported the patient felt he was not getting previous pain relief and had an increase in pain and stated this had been going on for 3-4 months. The doctor did a dye study on his own on (B)(6) 2022 and was unable to aspirate the catheter. The patient had catheter revision on the date of this report and the hcp opened up spinal incision where the anchor was located and felt it was very superficial. He removed the spinal portion and although there did not appear to be a kink he was questioning if the catheter was somewhat blocked at the tip due to drug compounding. He replaced the spinal portion and connected it to old distal piece. He anchored it deeper as well into the fascia. His dose was reduced 33%. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked and would not be made available.

Manufacturer narrative:
H3: analysis of catheter (s/n (B)(6) identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.